Manufacturer narrative:
(B)(4). Analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty positioning the clip delivery system (cds) can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve properly curved and functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of the complaint history of the reported lot did not indicate a manufacturing issue. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning the device may be influenced patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, it is likely that the low transseptal puncture, in addition to the dilated left atrium (la) / left ventricle (lv), resulted in increased tension on the device and therefore contributed to the difficulty positioning the clip. Based on the information reviewed, the reported difficulty positioning the device appears to be related to patient/procedural conditions as the dilated la/lv and low transseptal puncture were contributory to the reported event. There does not appear to be any evidence of a quality deficiency associated with this device. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is being submitted to report the difficulty felt during steering of the clip delivery system (cds), which occurred in the left ventricle and has the potential to cause patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The patient has a dilated left atrium and left ventricle. There were no difficulties with the transseptal puncture; however, during the measurement of first tenting, the needle moved when it was at 4-6cm, at the moment before crossing. Due to this movement, the transseptal puncture was too low. The procedure was continued. The clip delivery system (cds) was prepared without issue, and advanced. The alignment markers were confirmed to be aligned. There were no curves on the guide during cds insertion, and no resistance noted. While translating forward, the clip was difficult to position over the valve and moved medial when positioned centrally. During advancement through the valve, it was necessary to remove m-knob. This difficulty was experienced in the left ventricle. The cds was not curved more than 90 degrees prior to use or during the procedure. There were no extreme curves on the guide or cds during the procedure, and the stored torque was released during positioning. There were no turns on the delivery catheter handle at any point. The decision was made to use a new steerable guiding catheter (sgc) and clip delivery system (cds). At this point no clip was implanted.

Manufacturer narrative:
(B)(4). Event description continued: a new transseptal puncture was performed with the height of 4cm, and there was a better feeling with the new mitraclip system. There were no adverse patient effects and no clinically significant delay in the procedure. The mr grade was reduced to less than 1 with the implantation of one clip. No additional information was provided. Concomitant product: mitraclip system, steerable guiding catheter (sgc 10320805/11). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.